Event description:
It was reported that approximately nine months post-implant of a bifurcated device and an infrarenal aortic extension, a computed tomography scan revealed a proximal type I endoleak and a contained rupture. Reportedly, the aortic extension moved distally causing a proximal type I endoleak. The patient was treated with a competitor's stent, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains in the patient.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Medical records were reviewed by a clinical representative. The review indicates that the proximal infrarenal extension shifted down, and the distal section became partially dislodged from the main body, possibly from anterior force displacement. This issue would allow for the reported endoleak and subsequent contained rupture. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.